Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the customer had high blood glucose level due to no delivery alarm. The customer¿s blood glucose was 360 mg/dl at the time of incident. The customer reported that her blood glucose was in range of 300 and she had to go to emergency room also due to high blood glucose level 500 mg/dl and her current blood glucose level was 160 mg/dl. The customer was treated with pump and sometime with syringes. The troubleshooting for no delivery was resolved my complete set change. The insulin pump will not be returned for analysis.